Event description:
It was reported that an 8f angio-seal was selected for use post cerebral stent procedure. A pre-deployment angiogram showed that the patient had less than ideal anatomy for sealing the arteriotomy with an angio-seal device. The groin puncture was reported to be low and in the superficial femoral artery. The artery was greater than 4 mm. The physician decided to use the angio-seal and a technologist deployed the device. The patient developed a large hematoma and retroperitoneal bleeding. The patient then underwent surgical intervention and blood flow was restored. It was noted that the angio-seal was found intact in the subcutaneous tissue of the patient's leg. The procedural sheath was in for longer than 12 hours and the patient was given antibiotics (type and dose unknown). The patient also suffered a stroke. It was not known what caused the stroke, however, it was reported that it was unlikely to have been caused by the angio-seal and most likely was caused by the patient's health issues. The patient was reported to be doing fine post operative. No additional information was available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states the bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precautions state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.